Event description:
It was reported the patient was experiencing pain and unwanted stimulation from their device. It was stated when the stimulation is on the patient was "bent over in pain." It was stated the patient could feel stimulation along with the pain. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2002. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2002. Product type: lead. (B)(4).